Manufacturer narrative:
H3,h6: a software analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there was insufficient information to determine if the issue came from a software anomaly. The logs were analyzed and all the sessions captured from the workflow task controller but there was not enough information to capture the root cause of the reported issue. Codes b01,c19,d15 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no reported delay to the procedure due to this issue. The case was finished using navigation. The issue was temporarily resolved after advancing to navigation screen but this issue continued to happen periodically.

Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The reported complaint was unable to be confirmed. No issues were found with the ssd. The analysis team found an application that was previously installed, and it functioned normally without failure. S.m.a.r.t data self-test reported no errors on the drive. The drive functioned normally without failure. Codes b01, c19, d14 are applicable to this analysis. The return of 9736411 provided the lot number s5janj0n203677y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that while in a procedure, the application kept backing out of the application, back to the "images" screen. There was no additional information at the time of the call. Troubleshooting was done and the clinical consultant (cc) reported they uninstalled and re-installed application with removing patient and surgeon profiles (exported profiles to usb and re-uploaded after reinstall) with no effect. They wiggled and re-sat touchscreen cables, could not recreate issue. Confirmed no visible damage to monitors. Confirmed monitors were frequently cleaned and stored with monitor covers. It was unknown if monitors come in contact with fluids/drapes during procedure but the cc did not believe so, the issue did not occur with other systems on site. The probable cause was a suspected issue with the ssd. There was no impact on patient outcome. Delay in surgery was not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 ; product ID: 9735740, software version: 2.0.1. H3, h6: system service was completed in the field. No failure was found and no hardware parts were replaced. B01, c19, and d14 are applicable. H3, h6: the ssd was not received for analysis by the manufacturer. B17, c20, and d15 are applicable. H3, h6: software data was received for analysis, however, analysis has not been completed. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.